Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a vitrectomy cutter not working. The procedure details and patient impact were not reported. Additional information was received indicated that the event was occurred during cataract surgery. The surgery was completed using disposable handpieces. There was no patient harm reported.

Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatics module was replaced to address the issue. The module was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pneumatic module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing of the replaced part was performed. The sample did not pass test and the reported event was replicated. The root cause was due to nonconforming l5 valve of the pneumatics module. The root cause of the reported event is attributed to nonconforming l5 valve of the pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).